Event description:
Caller alleges inaccuracy with inratio. Results as follows:

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. For the 1st data set, both inratio and lab values are not within the confidence limits for inr testing. For the 2nd and 3rd data set, the readings were performed greater than 3 hours apart so these readings are invalid. Per tr# 0150, 3 hours or less is a valid testing time interval. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.